Manufacturer narrative:
Communication with the customer identified the battery pack was depleted due to the customer performing excessive self-testing. Customer reported performing monthly battery pack self-tests. Customer inserted the back-up battery pack and the AED functioned as designed. The battery pack will not be returned for analysis. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the defibtech ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. "Follow all battery pack labeling instructions. Do not install battery packs after the expiration date." "Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date." This device is used for treatment, not diagnosis. The available information does not indicate that the device did not perform as intended or failed to meet product specifications.

Event description:
The customer reported their AED will not power on and displayed a "battery voltage" warning. This event did not occur during patient use.